Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with antibiotic (dose, route and frequencies were not reported) for cloudy effluent. At the time of this report, the patient outcome was not reported but it was reported that the patient "feels fine and has no pain." Pd therapy was ongoing. No additional information is available.